Event description:
Baxter switzerland reports 2 incidents of "internal clamp broken after 2 months of patient use". This is noted during use with no patient injury or medical intervention reported by switzerland complaint coordinator.